Event description:
It was reported, the trial patient¿s percutaneous leads did not work. The patient continued on to their advanced trial.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead product ID neu_unknown_lead, lot# unknown; product type lead product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4).